Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when trying to cross the septum with faradrive sheath, the tip of sheath bunched up and would not cross septum. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the sheath indicated damage to the distal tip. Functional testing of the sheath observed successful engagement of the deflection mechanism. Microscopic inspection of the device noted deformation of the distal tip which appeared bulbous. Dimensional inspection of the sheath indicated that the inner diameter of the distal tip is larger than the upper tolerance of the design specification, confirming the bulbous deformation on the distal tip of the sheath. These findings indicate that the observed damage to the distal tip likely contributed to the allegations associated with the event. H6: device codes- corrected.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when trying to cross the septum with faradrive sheath, the tip of sheath bunched up and would not cross septum. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.